Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose and received a no delivery alarm when delivering insulin to himself. The customer's blood glucose was 442 mg/dl. The customer treated his blood glucose with insulin pump therapy. Troubleshooting was done. Assisted customer in performing a 5 unit fixed prime, but the customer stated that the insulin did not exit. Advised customer to remove the reservoir, disconnect, reconnect and then push insulin slowly through the tubing. The customer confirmed that insulin exited the tubing. Advised customer to rewind the insulin pump. Advised to run a manual prime of at least 5 units, and insulin exiting the tubing. Advised that the customer's insulin pump was working as designed. Explained that the alarm was caused by an occlusion related to the infusion set or reservoir. Nothing further reported.